Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Visual inspection visual inspection of the device found no damage of the components, no contamination, no conditions that may cause failure mode reported were observed. Functional testing of the device was unable to be confirm or replicate the reported event. The sample passed accuracy testing. Root cause was unable to be determined as the complaint was not confirmed. DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that the patient was prescribed ampicillin via infusion. It was reported that there was 150 ml of medication left in bag at 24 hours, which indicated an under infusion. There was no patient injury reported.